Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) alarmed a power up test fail 12. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has error code. A getinge field service engineer (fse) stated, during pre-delivery inspection, continuous drive test june 25, 2022, 19:00 start (using trainer, 130 bpm). On june 30, 2022 driving stop. System error #12 occurred again when starting the drive. An error occurred due to the front-end board. Symptoms improved by replacing the front-end board. The magnet on the upper left of the display was missing, so the display pops up when closed. After replacing of the front end board, preventive maintenance including calibration, system functional check and electrical safety test was performed per factory specification. This iabp unit was confirmed to be worked normally. The national repair center installed the pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per pn 0002-07-d016 revision c and the cardiosave service manual pn 0070-00-0639 revision p. The nrc verified the failure of fault code#12. The pcb, front end, rohs failed testing. Sending board to the supplier for failure analysis as per procedure number (B)(4). The failure analysis and testing dept. Received pcb, front end, rohs from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier performed an in-circuit test and manual tests, and all tests passed. No abnormalities were detected. The board passed testing. The failure analysis and testing dept. Installed pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. Upon start up error code #12 was observed on the display along with a system alarm. The board failed testing. Retaining the board in the fat per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during pre-delivery inspection, the cardiosave intra-aortic balloon pump (iabp) alarmed a power up test fail 12. There was no patient involvement.